Event description:
It was reported that the patient presented with multiple short duration of atrial high rate (ahr) events. It was also reported that the stored event data showed atrial oversensing but attempts to reproduce the atrial lead noise were unsuccessful. Therefore reprogramming of the lead was completed and sensing changed to bipolar. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.